Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of "stent kinked." According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary double pigtail stent was used during a biliary drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the advanix¿ biliary double pigtail stent was inserted smoothly without any problem; however, when it reaches into the anatomy location, the handle was unable to be pulled when releasing the stent. The physician continued the stent deployment and somehow it became light and the advanix¿ biliary double pigtail stent was deployed successfully. The physician confirmed through endoscope that the proximal side of the stent was kinked in several locations. There were no patient complications reported as a result of this event, and the patient's condition at the end of the procedure was reported to be "good.''